Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Pain and mobility was reported. Primary stability was achieved but osseointegration was not. Augmentation procedure was performed at the time of surgery. Inadequate bone quality.